Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported the patient was not being monitored by the telemetry device; therefore, the staff was not alerted to the deterioration in the patient's condition. The patient passed away. The incident occurred during shift change so the staff is not clear on what happened or the events that led up to the incident. It was reported the patient was mobile and could go back and forth to use the toilet. The customer requiring more information regarding the logs from picix to understand what happened in the time surrounding the incident. The logs state "equipment offline" and "no data" inops were acknowledged at central station; however, the customer does not know why the equipment went offline.

Manufacturer narrative:
It was reported the patient was not being monitored by the telemetry device; therefore, the staff was not alerted to the deterioration in the patient's condition. The patient passed away. A philips field service engineer (fse) went to the customer site and confirmed the device alarmed and was acknowledged at the central station by a member of the hospital staff. The cause of the event was due to the clinical staff silencing the alarm at the central station. The device remains at the customer site.

Event description:
It was reported the patient was not being monitored by the telemetry device; therefore, the staff was not alerted to the deterioration in the patient's condition. The patient passed away. A philips field service engineer (fse) went to the customer site and confirmed the device alarmed and was acknowledged at the central station by a member of the hospital staff. The cause of the event was due to the clinical staff silencing the alarm at the central station. The device remains at the customer site.